Event description:
As reported, approximately three years and 3 months post the initial right total knee arthroplasty (tka), the patient was revised due to femur loosening, osteolysis and poly wear. Everything was removed and exchanged to a competitor's product. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
D10: 5748958 - 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t 6630575 - 200-02-38 - three peg patella 38mm 6712288 - 201-78-15 - holding pin mini sharp point 4 pk 6743595 - 201-78-81 - 3 trocar, mod. Hex 2pk s103827 - 521-78-23 - threaded pin size 2.3 collared s125834 521-78-23 - threaded pin size 2.3 collared 5499019 521-78-32 - threaded pin size 3.0 collarless 9018920083 a10012 - gps implant kit v2 h3: the revision reported may have been the result of femoral loosening, osteolysis, and prosthesis wear. The aseptic (non-infected) femoral loosening was likely the result of an insufficient bond between the femoral component and the bone. Based on the images provided, there does not appear to be an excessive amount of wear on the articular surface of the insert. The deformation and/or wear does not appear inconsistent with being implanted. However, this cannot be confirmed because the devices were not returned for evaluation.